Event description:
Boston scientific received information that this newly implanted device post implant exhibited noise and was unable to convert with induction shock . Boston scientific technical services was consulted and suggested turning off the external cautery machine and that alleviated all issues.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.